Event description:
It was reported that pump declared cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer ensured o-ring stayed in place and was undamaged, cleaned back of pump, and followed prompts to load cartridge, ultimately loading two new cartridges before insulin delivery successfully resumed, and technical support advised that pump was working as intended, instructed customer to continue monitoring pump, and to call back if issue persisted.